Event description:
It was reported that the bd needle eclipse 25x1 rb safety mechanism failed. The following information was provided by the initial reporter: material # 305761 lot # 4309838 verbatim: rcc received a complaint via email. I am writing to notify of 2 separate incidents that occured today in clinic involving the safety mechanism of different products. In both instances the built in safety mechanism that you push in order to cover the needle after use failed, and slid to the side, instead of moving directly over the top of the needle as intended. The products are: bd eclipse needle only 25g x 1 tw lot# 4309838. Please find below the answers to the request for more information: 1. Date of event 18-09-2025. Issue happen during patient use: yes. Was there injury: yes. Describe injury and medical treatment: needle stick injury to thumb, dressing applied.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.